Event description:
A malfunction alarm labeled as "malf 0" was reported without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not reoccur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.